Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device motor was not running and the case had a crack. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Information was received on 21-jan-2022 indicating that there was no patient involvement in this event. Device analysis completion date: 2/14/2022 device analysis: one smiths medical medfusion pump was returned for analysis with a chipped out and cracked lower left front corner of top case and cracked right plunger case. Event log history was performed and indicated that motor not running error was found recorded in history. During analysis, motor not running error was found at occlusion. Chipped out and cracked on lower left front corner of top case was found at inspection. It was noted that normal wear and damage was the cause of the reported issue. Based on the evidence, the complaint was confirmed, and no fault was found.